Event description:
A customer reported receiving a continuous "60 minutes" countdown message on the night of (B)(6) 2021 upon scanning the adc freestyle libre sensor and was therefore unable to obtain readings. The customer experienced symptoms of sweating, blurred vision, and loss of consciousness. The customer was woken up by her dog barking and self-treated with breakfast. No third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on the sensor patch. The sensor plug was not properly seated in the mount (indicating improper assembly by user). Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating sensor was never activated by the user). An insertion failure was observed, therefore this complaint is not confirmed to sensor plug not being properly seated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a continuous "60 minutes" countdown message on the night of (B)(6) 2021 upon scanning the adc freestyle libre sensor and was therefore unable to obtain readings. The customer experienced symptoms of sweating, blurred vision, and loss of consciousness. The customer was woken up by her dog barking and self-treated with breakfast. No third-party intervention was required. There was no report of death or permanent injury associated with this event.